Event description:
It was reported that during an unknown procedure, the trocar chipped and may be in the patient. No further details were provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information is being requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.